Manufacturer narrative:
Date sent to the FDA: 10/12/2009. Dyspareunia. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape/obturator.

Event description:
It was reported that a patient underwent a surgical procedure in 2007, for the treatment of cyctocele, rectocele, and stress urinary incontinence. During the procedure, a pelvic floor repair device and an obturator sling device were place in the patient. It was reported that following the surgery the patient experienced complications including infection, pain, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information was provided.